Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Reason for reoperation: punctured in surgery. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side device reason for removal as "punctured in sx." Device has been explanted.

Event description:
Healthcare professional reported left side device reason for removal as "punctured in sx." Device has been explanted.